Manufacturer narrative:
No device malfunction occurred. The sc provided assistance to the customer via telephone by pulling the clinical audit logs and reviewing the provided strip. The sc found that there was a leads off inop condition for the patient at 04:12. The sc explained to the customer that if there is an ECG leads off inop (inoperable state), then the system cannot provide alarms for physiological changes in the patient. No device malfunction occurred, this is considered user alarm handling/clinical app support. Attempts to obtain further patient information from the biomedical engineer have been unsuccessful.

Event description:
The customer reported that an asystole failed to alarm at 04:12 on (B)(6) 2017. The customer indicated a delay in patient treatment, thus this will be considered a serious injury.